Manufacturer narrative:
The customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer purchased replacement batteries to return the device to working condition, and confirmed repair performed on the device to confirm functionality. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a battery failure. There was no patient involvement.